Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid. The cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram, every third day, route and duration not reported) and ceftazidime (1 gram, route, duration and frequency not reported). At the time of this report, the patient remained hospitalized and the patient outcome was unknown. Action with pd therapy was not reported. No additional information was available.